Event description:
The patient had surgery done because the catheter was displaced. The pump was used to deliver dilaudid and marcaine. Additional information has been requested from the health care professional. A follow-up report will be sent if additional becomes available.

Manufacturer narrative:
Catheter.